Event description:
It was reported that during treatment with a prismaflex st100 set, an external blood leak was noted at the return line, deaeration chamber . There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual sample was not available however photographs of the sample were provided for evaluation. Visual inspection of the provided pictures showed the leak was at the return line, just below the deaeration chamber. The reported condition was verified. The picture did not identify any specific defect on the impacted set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.